Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to shortness of breath (dyspnea) on (B)(6) 2024. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea, after being unable to perform ccpd for approximately 48 hours. The patient was reportedly having liberty select cycler issues (specific issues not provided) and did not contact technical support or the on-call pdrn. Once admitted, the patient was diagnosed with fluid overload and underwent standard ccpd treatment without reported issue. Although the specifics were not provided, the patient remained hospitalized until on (B)(6) 2024 while awaiting a replacement liberty select cycler. The patient has recovered from the serious adverse events and continues to perform ccpd therapy at home utilizing the replacement liberty select cycler without reported issue. The pdrn reported the cause of the fluid overload was attributed to the malfunctioning liberty select cycler and poor communication from the patient. No rationale was provided as to why the patient did not perform manual or continuous ambulatory pd (capd) after encountering the alleged device malfunction.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to shortness of breath (dyspnea) on (B)(6) 2024. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea, after being unable to perform ccpd for approximately 48 hours. The patient was reportedly having liberty select cycler issues (specific issues not provided) and did not contact technical support or the on-call pdrn. Once admitted, the patient was diagnosed with fluid overload and underwent standard ccpd treatment without reported issue. Although the specifics were not provided, the patient remained hospitalized until (B)(6) 2024 while awaiting a replacement liberty select cycler. The patient has recovered from the serious adverse events and continues to perform ccpd therapy at home utilizing the replacement liberty select cycler without reported issue. The pdrn reported the cause of the fluid overload was attributed to the malfunctioning liberty select cycler and poor communication from the patient. No rationale was provided as to why the patient did not perform manual or continuous ambulatory pd (capd) after encountering the alleged device malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid overload, characterized by dyspnea, which warranted hospitalization. The pdrn reported the cause of the patient¿s fluid overload was a malfunctioning liberty select cycler preventing the patient from completing ccpd, in addition to poor communication from the patient regarding the unspecified device issues in real time. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its etiology. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the temporal relationship, the allegations of device malfunction by the patient/pdrn, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having a possible indirect causal or contributory role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to shortness of breath (dyspnea) on (B)(6) 2024. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea, after being unable to perform ccpd for approximately 48 hours. The patient was reportedly having liberty select cycler issues (specific issues not provided) and did not contact technical support or the on-call pdrn. Once admitted, the patient was diagnosed with fluid overload and underwent standard ccpd treatment without reported issue. Although the specifics were not provided, the patient remained hospitalized until (B)(6) 2024 while awaiting a replacement liberty select cycler. The patient has recovered from the serious adverse events and continues to perform ccpd therapy at home utilizing the replacement liberty select cycler without reported issue. The pdrn reported the cause of the fluid overload was attributed to the malfunctioning liberty select cycler and poor communication from the patient. No rationale was provided as to why the patient did not perform manual or continuous ambulatory pd (capd) after encountering the alleged device malfunction.